Manufacturer narrative:
The reported field event of the stylet stuck in the lead was confirmed. Visual inspection of the returned quartet lead revealed that the stylet was bent and stuck inside the lead. The connector pin with the connector cap was pulled from the connector assembly stretching the inner coil, consistent with explant damage. The ptfe coating of the stylet was stripped and bunched at the distal end of the connector pin. This would have led to difficulty removing the stylet, and excessive force applied during attempted stylet withdrawal would have led to the connector pin separation.

Event description:
During implant, the stylet could not be removed from the lead. The lead was exchanged and the event was resolved with no adverse consequences to the patient.